Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, when releasing the 55cm optease femoral access vena cava filter at the target location, it was realized that the recovery hook was in the opposite place than it should be. Therefore, the filter will not be able to be recovered. The procedure was successfully completed. There was no reported injury to the patient and the patient was in "good" condition post procedure. The filter was placed through the femoral route to avoid pulmonary thromboembolism. The device was stored, prepped, and handled per the instructions for use (IFU) and the filter was placed in its ¿normal¿ location per the IFU. The device remained implanted at its target location. One angiographic image was provided. The image is not labeled with any identifying information such as date the image was taken, patient information and there are no anatomical markers indicating the orientation of the image. The image depicts a cordis type filter in a vessel. The filter is seen with the hook in the lower part of the image. The device was not returned for analysis. A product history record (phr) review of lot 18167010 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿filter- inaccurate placement¿ could not be confirmed without the return of the device or procedural films for review. With the limited information available it is not possible to determine an exact cause for the event, however procedural or handling factors may have contributed to the incident. According to the instructions for use, which is not intended as a mitigation of risk, the optease retrievable filter is supplied constrained in a plastic storage tube indicating the appropriate orientation for femoral and jugular/antecubital approaches. Never reload a fully ejected filter into the storage tube as this could result in incorrect orientation for the selected access site. Possible complications include, but are not limited to, incorrect orientation of the filter. . According to the selected venous access site, determine which end of the storage tube (containing the filter) is to be placed into the sheath introducer hemostasis valve. This is indicated by the printed colored arrows and text (femoral: green; jugular/ antecubital: blue) on the storage tube. The arrow of the desired access site will point into the sheath introducer hemostasis valve. Filter release (or deployment) is performed under continuous fluoroscopy (figure 8a/b). Prior to releasing the optease retrievable filter from the sheath introducer ensure that: the intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer; and the filter retrieval hook is orientated towards the caudal end of the vena cava. Should the filter orientation be incorrect, remove the sheath introducer (with filter inside) from the patient and discard the system. Recommence the procedure using a new sterile sheath introducer and storage tube with filter. Based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18167010 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when releasing the 55cm optease femoral access vena cava filter at the target location, it was realized that the recovery hook was in the opposite place than it should be. Therefore, the filter will not be able to be recovered. The procedure was successfully completed. There was no reported injury to the patient and the patient was in "good" condition post procedure. The filter was placed through the femoral route to avoid pulmonary thromboembolism. The device was stored, prepped, and handled per the instructions for use (IFU) and the filter was placed in its ¿normal¿ location per the IFU. The device remained implanted at its target location. The device will not be returned for evaluation.